Manufacturer narrative:
Continued e1 phone number : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "internal lamina of the cover with detachment of it and water vacuoles inside the gel implant" diagnosed via ultrasound and "extracapsular rupture". This record is for the left side. Device has been explanted and replaced with another manufacturer's device.